Event description:
It is reported that the pt was revised due to pain. During the revision surgery, the surgeon found a pseudo tumor.

Manufacturer narrative:
This report will be amended when our investigation is complete.